Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the stomach. According to the complainant, the clip deployed onto the target tissue, however it would not release from the delivery catheter. After approximately 20 to 30 minutes of manipulating the device handle and the scope angle, the clip successfully released onto the tissue. The procedure was able to be completed with the original resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the stomach. According to the complainant, the clip deployed onto the target tissue, however it would not release from the delivery catheter. After approximately 20 to 30 minutes of manipulating the device handle and the scope angle, the clip successfully released onto the tissue. The procedure was able to be completed with the original resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed. As reported, the user was eventually able to separate the clip assembly; therefore, it was not returned for analysis. The control wire was separated per design; however, the control wire within the handle was found to be kinked. Additionally, the coil was bent near the bushing, and the oversheath and blue sheath grip were not returned. Based on the return condition, the device could not be functionally evaluated with respect to clip difficult to release from the delivery catheter while in use. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.